Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro during use during dwell 1 of 4. The patient was connected. The baxter technical service representative (tsr) had the rn close all the clamps, close the transfer set, and cycle the power off and on. A se 2367 occurred. The tsr had the rn cycle the power off and on again to the press go to start prompt. The tsr explained the alarm and the rn stated, the patient had an open clamp on a line that was not in use. The tsr explained that the supplies needed to be discarded. The tsr reviewed the proper procedures per the user manual and informed the rn to report the alarms to the peritoneal dialysis nurse (pdn) the next morning. The patient would finish therapy using manuals. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the pdn on (B)(6) 2011, regarding the reported se 2240. The pdn stated they were not aware of the alarm. Baxter product surveillance informed the pdn that it was determined that the cause of the alarm was related to an unused clamp being left open and suggested a review of proper procedures. The pdn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error, an open clamp on an unused line. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).